Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. The device also had a scratched lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer explained that she took off the device and her youngest child threw it in the sink. The customer confirmed that fluid could be seen under the screen and stated that she had to squeeze the screen in order to see the display. Blood glucose value was 168 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.